Event description:
While attempting to place an iris keofeed, camera function stopped in the middle of the procedure. Contacted neuro intensive care unit charge who brought their console to the room; attached the tube to neurosciences critical care console and camera still did not function. Prior to camera malfunction, stomach was visualized. Patient tolerated procedure well.